Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and customer changed the infusion set and cartridge. Customer then reported the insulin gauge was inaccurate. The cartridge was changed. Both issues were resolved. Customer's blood glucose was 72 mg/dl.